Event description:
Patient prone on table at end of surgery. Staff had verified that table was locked correctly according to light. Patient stll anesthesized. Bed unexpectedly tilted to right. Patient fell to floor, but was not injured. Legs sitll strapped in bed with safety strap. Biomed checked table after incident and bed would not lock or return to flat position. Table 180 lock was not illuminating, but lock was locking. 180 switch adjusted. The plate which adjusted the switch had no way to secure itself properly. Human error could be caused by light not letting them know correctly if table can move. Table repaired and returned to service. Device usage problem. Device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Our user manual strictly defines the verification of the illumination of the table lock light when a pt is on the table. There is also a warning statement that if the light is not illuminated, the table is not locked. The only time the light is not illuminated is when the table is undergoing an 180 degree roll. Review of the complaint file, the hosp's biomet stated there was two different versions of the failure. The first was the lights were on and the table tilted on its own. The second was that hosp staff was waving their arms in the operating room and inadvertantly hit the table controls causing the table to rotate. A repair was performed on the table and it was determined that the light was not illuminated even while tabe was locked. The table lock was adjusted and ensured that when locked it provided illumination.